Manufacturer narrative:
This report is for one (1) unknown stripped locking screw. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an elective hardware removal procedure of the right elbow on (B)(6) 2015. During the procedure, the head of one of the 2.7mm variable angle (va) locking screws stripped. The surgeon cut the head off of the screw in order to remove the plate; the shaft remained in the patient. Four (4) other locking screws and the plate were successfully removed. Additional intraoperative x-rays were taken and a thirty (30) minute delay was noted. This report is for one (1) unknown stripped locking screw. This report is 2 of 3 for (B)(4).